Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics and heparin (doses, routes, duration and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (for 9 days, doses, routes and frequencies were not reported). At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.